Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level 270 mg/dl. The customer had high blood glucose level which was treated with manual injection. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white and blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm missing segments and partial display due to blank display. The device was received with minor scratched lcd window, cracked retainer and scratched case.